Event description:
During aicd implantation, pt. Went into ventricular tachycardia. Pt. Shocked with 50 joules - went into ventricular fibrillation - shocked with 200 joules and defib. Did not discharge. After 4 attempts finally defib. At 200 joules. Hr went back into sinus rhythm. Defibrillator tested and was functioning within normal limits. Cables x-rayed and found to have fractured wire.